Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be draw at this time. We therefore consider this report complete to the best of our knowledge. Mfg. Report 1 of 2, medwatch report #2032227-2011-01866. Mfg report 2 of 2, medwatch report #3004209178-2011-82361.

Event description:
The customer reported being hospitalized due to high blood glucose of 700mg/dl. The customer stated that he is having a hard time with its air bubbles, which is causing his high blood glucose. The customer stated that there are no air bubbles in the reservoir and tubing during filling or priming, but they appear later. The customer stated that there are no leaks in the tubing. No further info was provided.